Event description:
Rn reports an incomplete prime of the patient line of the homechoice set. Noted during priming. Rn contacted baxter's technical service center for assistance, and was assisted in troubleshooting. Rn reprimed and therapies were completed without incident. No patient injury or medical intervention reported per rn.